Manufacturer narrative:
Eval summary: product: novopen 3. Lot no: 951802. Nothing abnormal was found regarding to dosage accuracy.

Event description:
Hypoglycemia with loss of consciousness [hypoglycemic unconsciousness]. Case description: medical device info: class iib. This spontaneous case from (B)(6) was reported by medical doctor and endocrinologist as "two episodes of hypoglycaemia with loss of consciousness" and concerns a (B)(6) male pt treated with novopen 3 (insulin delivery device) for "device therapy" and novorapid (rapid-acting insulin aspart) (B)(6) 2009 and ongoing for "type 1 diabetes mellitus." Pt's height: (B)(6). Medical history includes type 1 diabetes mellitus since (B)(6) 1993, appendicectomy on (B)(6) 2000 and amygdalectomy on (B)(6) 2001 (not coded in (B)(4)). On (B)(6) 2009, the pt experienced hypoglycemia with loss of consciousness after 4 iu injection of novorapid novopen 3 in postprandial in evening while his blood glycemia was 3 g/l. The pt was treated with glucagen intramuscular injection. On (B)(6) 2009, novopen 3 was changed to another unspecified device. On unk dates, the pt was considered "recovered" from both events. Analysis reply: product; novorapid penfill. Lot no: xt60172. Drug conclusion: the returned product was examined visually. Furthermore, the parameters identity, assay, degradation, and insulin apart related impurities were examined. The products were found to be normal. The results were found to comply with specs. The preparation was found to be normal. Product: novopen 3. Lot no: 951802. Device conclusion: visual and functional examinations were performed. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. The pen doses accurately.